Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under medwatch MFR. Report # 2916596-2018-00005. This report is being submitted as additional information. The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6). (B)(4). Approximate age of device- 105 days. Device conclusion: no product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented to the clinic on (B)(6) 2017 and reported drainage to driveline site since discharged from recent hospitalization in (B)(6) 2017. The patient reports the driveline being inadvertently pulled and since that incident, the patient has observed increased in yellow drainage from the driveline site. Evaluation was performed in the clinic and it was reported that mild erythema and some yellow purulence was observed. The patient was started on antibiotics. Additional information received reported that the patient was admitted to the hospital on (B)(6) 2017 with purulent drainage coming from the patient¿s driveline. Patient reports no fever or chills and was started on intravenous antibiotics. The patient culture tested positive for corynebacterium. A CT scan of the chest did not show any fluid. No additional information provided.